Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to a displaced capital fragment after the patient tripped and fell. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to a displaced capital fragment after the patient tripped and fell. Less than two weeks after the initial surgery, the patient tripped and fell when their boot caught on carpet resulting in displacement of the capital fragment. The surgeon believed the patient was walking too much, too early. Two screws (10mm and 18mm) were removed during the revision surgery. The surgeon redrilled, corrected placement of the capital fragment and replaced the two screws. Additional information indicates the patient had a recent follow-up and is doing well. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event is the patient's post-operative activity. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with initial placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.